Manufacturer narrative:
This device will not be returned; therefore, a technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this pacemaker was suspected of exhibiting premature battery depletion behavior which was observed during a recent follow-up visit. The pacemaker settings were optimized at the last follow-up (a year ago). The approximate time to explant was 2.5 years. It was also noted that the device's battery is using 463% of the power and the device reached the estimated replacement time. This device currently remains implanted and in service. A device replacement procedure is planned. At this time, no further information has been provided from the field. No adverse patient effects were reported. Additional information: new information was recently provided from the field indicating that this device was explanted and replaced. No additional adverse patient effects were reported. This device is not available for return. The field representative did not provide the date of explant, which has been requested; however, no further correspondence has been received. Should this information be provided, a supplemental report will be submitted including this information.

Manufacturer narrative:
This supplemental report is being submitted to include the explant date in section d6b. This device will not be returned; therefore, a technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this pacemaker was suspected of exhibiting premature battery depletion behavior which was observed during a recent follow-up visit. The pacemaker settings were optimized at the last follow-up (a year ago). The approximate time to explant was 2.5 years. It was also noted that the device's battery is using 463% of the power and the device reached the estimated replacement time. This device currently remains implanted and in service. A device replacement procedure is planned. At this time, no further information has been provided from the field. No adverse patient effects were reported. Additional information: new information was recently provided from the field indicating that this device was explanted and replaced. No additional adverse patient effects were reported. This device is not available for return. The field representative provided the explant date of (B)(6) 2023.

Event description:
It was reported that this pacemaker was suspected of exhibiting premature battery depletion behavior which was observed during a recent follow-up visit. The pacemaker settings were optimized at the last follow-up (a year ago). The approximate time to explant was 2.5 years. It was also noted that the device's battery is using 463% of the power and the device reached the estimated replacement time. This device currently remains implanted and in service. A device replacement procedure is planned for the end of the month. No adverse patient effects were reported.